Event description:
It was reported that the device was prophylactically explanted and replaced due to the field safety corrective action, bio-lqc, initiated in march 2021. The ICD was implanted and active for approx. 3 months.

Manufacturer narrative:
This device was not affected by the fsca. The serial number was not listed in any documents concerning bio-lqc. The device was explanted and not returned for analysis so far. This ICD is not affected by a field safety corrective action. The device is currently not available for analysis. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This device was not affected by the fsca. The serial number was not listed in any documents concerning bio-lqc. The device was explanted and not returned for analysis so far. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem. Subsequently the device was interrogated. The interrogation could be properly performed and revealed the bos battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction.